Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4).

Event description:
It was reported that the screw fractured in the implant. The fracture screw was removed and the patient will return to replace the screw at a later date.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. No pre-existing conditions were noted on the product experience report (per). X-ray or picture was not provided. The reported device was location was #13 and usage length is approximately 13 years. A device history record (DHR) review and complaint history review could not be performed, as the lot numbers associated with the reported product are not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complainant reported that the screw fractured in the implant. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.